Event description:
As reported by the edwards lifesciences affiliate in italy, this 73-year-old patient with an 8300ab25 valve model implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of nine (9) years and five (5) months due to degeneration leading to severe regurgitation. Reportedly, subject device started to show signs of failure approximately 3 months before the reintervention. As reported, patient presented with dyspnea. A 23mm transcatheter valve was implanted within the edwards surgical valve. Patient was discharged home after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: b3. Date of event. Date of event was known only as "july2024". Therefore, on (B)(6) 2024 was used to calculate the minimum implant duration at which the subject device started to show signs of failure. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data in section d6b. (Explanted date): a valve-in-valve procedure was performed; therefore, the valve was not explanted. Added information to section e1 (telephone number): (B)(6); and section h6 (investigation findings and investigation conclusions). H11. Additional narrative/data. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.